Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The photographs revealed that there was a leak inside the green pouch that contained the device. Additionally, the photographs revealed that the tubing was detached at the junction of the white luer, as the cause of the leak. The cause of detached tubing could not be determined via the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow restrictor of a large volume infusor had detached from the line, leading to a leak. This was identified before patient use. The device had been filled with 8000mg fluorouracil in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.